Event description:
9-15-97: rn was pulling PICC in left upper arm when it broke, leaving 4 cm inside pt's arm. Tourniquet was placed above site and pt transported to hosp. Surgical excision of line was performed and remainder of PICC was retrieved. Pt was in hosp for 48 hrs.